Event description:
The micro sagittal saw was sent for service and during testing at the MFR it was discovered that the handpiece displayed a bias current error. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was noted during failure analysis that upon disassembly, it was observed that there was damage to the tps flex assembly, the ball bearing was damaged and the boot was worn.